Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
Investigation results indicate that the most probable root cause of bur breakage is as a result of a bearing failure at the head of the associated attachment (5407120950c sn (B)(4)). The quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.